Event description:
A trauma surgeon, a trauma physician assistant (pa), and respiratory therapist were in the patient's room to do a screening bronchoscopy. The endotracheal tube (ett) adapter for the scope was in place. The pa did the procedure under the guidance of the trauma physician. The rt recalls that the pa had a little difficulty pushing the disposable scope through the ett adaptor. This is not unusual as the adapter is designed to create a snug fit to prevent air from leaking out. The ambu 5.8 (orange) scope was used. It can be used for ett down to 7.0. The patient had a 7.0 ett. The procedure went as usual, samples where obtained. When the procedure was completed and the bronch scope was being pulled out, the pa had a very difficult time. The pa had to pull hard on the scope, in order to bring it out. Once out, is when it was discovered that the tip of the scope had broken off. Approximately 2-3 inches of the tip of the scope was left behind in the patient's trachea. A new bronchoscope was obtained and reintroduced via the ett, and it was seen that the distal tip of the scope was lodged in the airway at the junction of the trachea and right mainstem bronchus. A physician in endoscopy was called in, along with an anesthesiologist to remove the retained foreign object (rfo). For the removal, patient had to be extubated by anesthesia provider, under go another procedure with an alligator snare to retrieve the broken scope piece in the patient's trachea. Upon successful retrieval of piece, patient was then reintubated by trauma physician assistant with assistance from anesthesia provider. Patient remained stable throughout the entire process.